Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the cause for the reported failure is related to the mating part ar-9560-24-2. Refer to ncr-30892 for details. No issues were found for ar-9561-30s.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an after building an mgs baseplate and central screw, the baseplate would not connect to the inserter. It appears that the baseplate does not have the threads in the central hub, as usual, making it impossible for the inserter to thread into the baseplate. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 06/25/2025: this occurred during an rtsa revision procedure on (B)(6) 2025. The inserter used in the case was the ar-9623 baseplate inserter. The case was completed by opening a new baseplate and central screw, ar-9560-24-2 24mm +2 lat baseplate, modular (lot: 15400885) and ar-9561-30s 30mm central screw, modular (lot: 15405212). The case was delayed five minutes, and whether additional anesthesia was administered is uncertain.